Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had cartridge issues. Customer's blood glucose was approximately 180 mg/dl. No more patient or event information available.